Event description:
It was reported that during a ureteroscopy for stones, the laser fiber was fraying. A break was noticed on the tip of the fiber. The procedure was completed using a basket/stent. No patient complications were reported.